Event description:
Customer called to report that they are experiencing high blood glucose levels. Customer's blood glucose levels ranged from 377 to 489 mg/dl. Troubleshooting was done. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product will need to be replaced.

Manufacturer narrative:
The information provided with the initial medwatch report was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.